Event description:
Reported that during the priming of pca tubing for a comfort care patient, when the medication was spiked, it immediately ran through the tubing by-passing the safety measures of the tubing and spilled onto both nurses and onto the floor. Once this occurred, we contacted the pharmacy for further instructions. Tubing was exchanged with another set of tubing that had a different lot number. 3 sets of this tubing were pulled from the stock with the same lot number.